Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2026, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter was powering off during use. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began on (B)(6) 2026, at 9:30 am. The patient manages their diabetes with diet and exercise. The patient denied making any changes to their normal diabetes management as a result of the alleged issue. The patient claimed that on (B)(6) 2026, at approximately 3:05 am, they sought treatment at the emergency room due to symptoms of ¿dizziness and swelling of the legs¿ and a blood glucose level of ¿42 mg/dl¿ (unspecified device). The patient reported being hospitalized and received blood glucose lab test results of ¿74 mg/dl¿ during the hospitalization and ¿120 mg/dl¿ upon discharge. No further information was provided. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time and that there was no indication of misuse of the device. The cca educated the patient on the meter¿s behavior and auto-shutoff, but the alleged meter issue remained unresolved. The cca noted that based on the information provided, the subject meter¿s battery did not need to be replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia and required hospitalization after the alleged issue began. There is insufficient information (including treatment received) to rule out the contribution of the subject meter to the event.